Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. The site replaced the instrument. The investigation did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after customer used the backup instrument. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that guided tool change had not worked properly on one arm. The caller had indicated that the indicator blinked green, but when the instrument was reinstalled it was not positioned at the last point of the previous instrument. The caller had then reported that staff changed the instrument and no further issues occurred, and the caller had instructed the customer to tag the instrument. The procedure was completed with no reported injury.